Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with complaints of pocket stimulation. Upon interrogation, the implantable cardioverter defibrillator exhibited backup operation with high-voltage therapy disabled. It was discovered the patient undergone a medical radiation imaging procedure resulting in the backup operation. The device was restored successfully and the patient would continue to be monitored regularly.